Event description:
Early into the photopheresis procedure (250 ml of whole blood processed), during the return cycle the rn encountered an "air detected alarm" and noted air at the return sensor. Following the manufacturer recommendations, the rn was unable to expel the air from the return line. For safety reasons, the treatment was aborted and the m.d. Was notified. A new procedural kit was set up and the procedure was completed successfully. Patient tolerated well and was discharged home. Reason for use: graft versus host disease. (B)(4).